Manufacturer narrative:
The deltamaxx microcoil system was returned. The 1018 microcatheter and the rotating hemostatic valve (rhv) were not returned. It is important to note that yamato does not make microcatheters especially the 1018. It is highly likely that the 1018 is in reference to the excelsior 1018 microcatheter. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. As viewed through the returned packaging, it was found that unreported damage of the coil being detached from the distal tip of the device positioning unit (dpu) via the detachment fiber was found. Unreported damage of the dpu and the introducer sheath containing the coil were found separated from each other. There was unreported damage of the proximal end of the coil being found stretched and protruding through the sheath. The first two secondary windings off the ball tip are found protruding out of the distal tip of the green introducer with minor damage. The proximal section of the protruding coil was found to be stretched. The remaining coil inside the sheath is undamaged. The coil was mechanically detached from the dpu. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured. The locking mechanism has compression and stretching damage. The circumstances of how and when all the unreported damage occurred cannot be determined. No manufacturing defects were found. The complaint of the coil being ¿stuck¿ inside the microcatheter is confirmed. The evidence as returned shows that the most likely root cause of the coil unable to be advanced inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the proximal section of the coil to be damaged and protrude outside the sheath. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the 1018 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Investigation found additional unreported damage that the coil was returned stretched at the proximal section and mechanically detached from the dpu via the detachment fiber. In addition, the dpu and introducer sheath were returned separated from each other. The exact circumstances of how all the above unreported damage and the unintended coil detachment occurred in this narrative occurred cannot be determined. Furthermore, it cannot be determined if the unreported damage was post-procedural in nature or occurred during the procedure. The event that the coil was stuck in the microcatheter was confirmed, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).

Event description:
The contact from the facility reported that during stent-assisted coil embolization of an aneurysm at the sphenopalatine artery the deltamaxx (cdx180625-30 / c37464) was stuck in the microcatheter. The patient's vessels were neither torturous nor calcified. An e¿luminexx stent (bard peripheral vascular), 4fr and 6fr long sheaths (manufacturers unknown), a meister (asahi intecc), a yamato 1018 (maquet (B)(4)), and enpower dcb / control cable (lots unknown) was used for this procedure. After the stent was successfully grafted to the target site, 3x deltamaxx 16mm coils (details unknown) were implanted into the target aneurysm. The complaint deltamaxx was then inserted fourth; however, the coil was stuck at about 60cm from the middle of the microcatheter. The coil was replaced with a new one to continue the procedure, the microcatheter stayed in place and the procedure was successfully completed without further issues and delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU. Although the continuous flushing was not conducted, the inside of the microcatheter was flushed every times before each of the coils were inserted. No visible damages were noted on the product prior to the event. There was no unintended detachment of the microcoil observed in the microcatheter. The complaint product will be returned for analysis. No further information is available. Product analysis discovered that the coil was stretched, mechanically detached and the introducer was separated from the device positioning unit (dpu.)